Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 75% stenosed,3.5x20mm, cessecntric, de novo target lesion with a significant bent of >5 and <90 degrees was located in the mildy calcified left anterior descending artery. A 24 x 3.00mm rebel bms stent was advanced but failed to cross the lesion. When the device was removed, it was found that both sides of the stent itself was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR. : the balloon was loosely folded. The stent was secured between the markerbands. The hypotube, outer shaft, inner shaft, balloon, stent and tip were visually and microscopically examined. The distal end of the stent is damaged, and the proximal end of the stent is damaged. The tip is damaged. Inspection of the device presented no damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported difficulty.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 75% stenosed,3.5x20mm, cessecntric, de novo target lesion with a significant bent of >5 and <90 degrees was located in the mildy calcified left anterior descending artery. A 24 x 3.00mm rebel bms stent was advanced but failed to cross the lesion. When the device was removed, it was found that both sides of the stent itself was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.